Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 323 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as little nausea. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer stated insulin pump passed self-test and high performance test. The insulin pump will not be returned for analysis.